Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D4: UDI and g5 are unknown.

Event description:
It was reported that during a reservoir change, the pump exhibited a high pressure alarm despite any blockage. Troubleshooting was performed and the pump continued to display a high pressure alarm. During a restart on several occasions, following a reservoir replacement, the high pressure alarm appeared, but vanished without triggering an alarm. Another pump was used with no further issue. No patient injury was reported.

Manufacturer narrative:
Other, other text: one device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was undamaged. Review of the event history log (ehl) showed ?high pressure" alarms. An occlusion test was performed as part of the functional test and the reported issue was duplicated. The occlusion was too low. The cause of the reported issue was unknown. As a result, the dso sensor was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. D3, g1, and g2 email is: (B)(4).